Event description:
It was reported that the patient presented in hospital and the ventricular lead exhibited noise. Upon extraction, an insulation anomaly was noted on the lead. The lead was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
Final analysis found that the lead was returned in three pieces. An insulation abrasion was noted at 31.8 cm to 32.3 cm from the distal end of the ring electrode which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another device or feature of the heart. This likely caused contributed to the reported noise.